Event description:
A report was received that the patient was experiencing irritation and discomfort at the pocket site. The physician will explant the patient's ipg.

Event description:
A report was received that the patient was experiencing irritation and discomfort at the pocket site. The physician will explant the patient's ipg.

Manufacturer narrative:
Additional information was received that the patient will not undergo an explant procedure as of this time due to non-device related medical issues.